Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure to treat atrial fibrillation, a polarsheath steerable sheath was selected for use. During the procedure, blood leaked from the hub of the sheath. It seemed that there was no presence of air. The patient's activated clotting time (act) was above 300. The procedure was completed successfully with the sheath. No patient complications were reported. The device is expected to be returned for analysis.